Event description:
It was reported that on (B)(6) 2004 the patient presented for a ¿laminectomy at l5 decompressive and foraminotomy for the l5 root bilaterally. Pedicle screw fusion l5-s1 bilaterally. Posterolateral fusion l3-l4, l4-l5, and l5-s1, insertion of bone growth stimulator and allograft.¿ (B)(6) 2004 patient presented post-surgery for CT of the lumbar spine with contrast which indicates ¿l5-s1 spondylolisthesis has been stabilized using bilateral pedicle screws and posterior rods. Bone chips have been laid along the spine from the inferior portion of l2 to the superior portion of s1. Incidental note is made of nerve stimulator device.¿ (B)(6) 2005 patient presents for an examination of the lumbar spine ap and lateral post surgery which indicated ¿no interval changes, grade I anterolisthesis of l5 on s1 with bilateral pedicle screws and posterior rods at this level.¿ (B)(6) 2012, (B)(6) 2013 patient presents with complaints of his right posterior leg being in pain and describes it as more throbbing in nature. Per medical records ¿physical evaluation noted that there are several varicose veins kind of distended to the posterior aspect of his leg.¿ (B)(6) 2013 patient presents with complaints of pain. Per medical records ¿doppler studies reveal plaque formation obstruction indicating symptoms to be due to peripheral arterial disease.¿ (B)(6) 2013 patient presents for evaluation which indicates per anteriorgrams done ¿ (B)(6) does indeed have some vascular insufficiency problems and has had stents placed and has been a month without cigarettes. (B)(6) 2013 patient presents with c/o of swelling in legs was given refill of plavix and viagra and cialis for erectile problem.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.